Manufacturer narrative:
Final device analysis of the lead revealed that the conductor body was broken at or near the titan anchor site. A functional test showed open circuits. There were no shorts between circuits. The outer insulation was intact.

Event description:
It was reported that the patient experienced intermittent stimulation. One lead returned impedance values suggesting a possible fracture. The patient was reprogrammed using the remaining electrodes, but still experienced intermittent stimulation. The lead was tested again and all impedance values indicated a possible fracture. The lead was replaced, and once the patient was reprogrammed strong, constant stimulation resumed. There was no patient injury and the patient recovered without sequela. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3877-45, lot# 0204490498, implanted: (B)(6) 2011, explanted: (B)(6) 2011.